Manufacturer narrative:
This report is for an unknown screw: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). There were multiple patients, device was implanted between june 1998 and july 1999. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: kaukonen, j.p., lamberg, t., korkala, o. And pajarinen, j. (2005), fixation of syndesmotic ruptures in 38 patients with a malleolar fracture: a randomized study comparing a metallic and a bioabsorbable screw, journal of orthopaedic trauma, vol. 19 (6), pages 392-395, doi: 10.1097/01.bot.0000155313.50627.f6 (finland). The aim of this randomized, prospective, and blinded study is to compare the performance of a metallic and a plla screw in syndesmosis fixation in a prospective and randomized study including uni-, bi-, and trimalleolar fractures. Between june 1998 to july 1999, a total of 38 patients (22 male and 18 female) were included in the study and were grouped according to the screws being used. Of these, 18 patients (9 male and 9 female) with a mean age of 45.6 (range 9-72) years were implanted with a 4.5-mm metallic syndesmotic screw (ao, stratec medical) or a competitor¿s device. Routine follow-up controls were performed at 2, 6, 8, and 26 weeks postoperatively. Radiographic controls, including standard ap, lateral, and mortise projections, were performed at 2 and 6 weeks. The following complications were reported as follows: 6 patients had not returned to their preoperative level of sports activity. The range of motion of the operated ankle was significantly reduced when compared with the uninjured ankle. The mean values of syndesmotic and medial joint spaces were greater in the operated ankle when compared with the uninjured ankle. A 50-year-old female patient sustained a wound infection after removal of a metallic screw. Prior to the screw removal, the wound had healed uneventfully at 8 weeks. The infection evolved to a purulent arthritis and a subsequent tibia-talar arthrodesis was done. This report is for an unknown synthes screws. This report is for one (1) unk - screws: trauma. This is report 1 of 1 for (B)(4).